Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7139373; medical device expiration date: 2022-05-31; device manufacture date: 2017-05-19. Medical device lot #: 7139376; medical device expiration date: 2022-05-31; device manufacture date: 2017-05-19. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needles had "corrosion like texture".

Manufacturer narrative:
Investigation summary: 23 samples were returned in seal packaging in two envelopes. 3 returned samples from lot#7139376 and 10 of the 20 returned samples from lot#7139373 were subject to visual inspection under 40x microscope on the cannula surface. Upon reviewing the returned samples, the rough or uneven surface is due to the lubricant on the cannula surface. The mentioned crack line is due to light reflection on the cannula which makes it look like crack line. No abnormality was observed on the 23 samples. Based on the visual inspection results, no abnormality was observed on the cannula surface. During the review of the DHR, there was no abnormality observed during in process and out ¿ going inspection. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance.

Event description:
It was reported that the bd precisionglide¿ needles had "corrosion like texture".